Manufacturer narrative:
A review of the device history record confirmed that the device met all material, assembly and performance specifications prior to release. Analysis of the returned device indicates that the metal cap is detached and not returned. The glass cap glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. It is probable that the cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that during a laser photoselective vaporization of the prostate (pvp) procedure, a courtesy message indicated laser fiber overpowered. It was further reported that the fiber performance was suboptimal. The procedure aborted as this was the third fiber giving the same issue. No patient injury occurred due to this event. No further information was provided.

Event description:
It was reported that during a laser photo selective vaporization of the prostate (pvp) procedure, a courtesy message indicated laser fiber overpowered. It was further reported that the fiber performance was suboptimal. The procedure aborted as this was the third fiber giving the same issue. No patient injury occurred due to this event. No further information was provided.